Manufacturer narrative:
D.2. Additional medical device type: njr. D.4. Medical device lot: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ gbs, an unspecified number of false positive patient results were obtained. Samples with group b streptococcus positive results were sent to a reference laboratory for antibiotic susceptibility testing upon provider request, which reported enterococcus or no group b strep isolated. There was no report of patient impact.